Manufacturer narrative:
Hamilton medical ag`s conclusion: investigation is ongoing.

Event description:
Hamilton medical ag received the following complaint description (quotation of the customer/reporter): "the power button is not working." No patient involved, reported.

Manufacturer narrative:
Hamilton medical ags reference: hamilton medical ags conclusion: (B)(4). It was reported that the power button of the hamilton-c3 was not functioning. The field technician informed that the display front and the display gasket were replaced. After the replacement, the device operated normally and was returned to use. No patient was involved. No further information has been reported. Based on the available data, no patient related risk has been identified. The case is considered closed.